Manufacturer narrative:
Sample from the patient was investigated and an interfering factor against streptavidin could be identified. This interference is documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. No product problem could be found.

Manufacturer narrative:
Sample from the patient was requested for further investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 iii assay results for one patient from a cobas e 801 module. The serial number was requested, but was not provided. Sample from the patient was submitted for investigation and was tested on a cobas e 801 module and an architect analyzer. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft4. Refer to the medwatch with a1-patient identifier (B)(6) for the tsh assay and to the medwatch with a1-patient identifier pt(B)(6) for the ft3 assay. The results were reported outside of the laboratory.